Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, corporate headquarters in (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd" pen needle only injected half of the medication before stopping. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported the 2nd generation pen needles are not as sharp during injections. Stated she has more painful injections with these needles. Stated she gets halfway through an injection and the medication stops. Consumer also reported a more difficult time getting the pen needles to penetrate her skin during injections."

Manufacturer narrative:
H6: investigation summary customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the medication does not flow. Both returned pen needles were tested and both were able to expel properly without any observed defects. Customer states that the injections are more painful, not sharp, and it is difficult to get the pen needles to penetrate the skin. Both returned pen needles were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 32g: 0.0090¿-0.0095¿): data: point outer diameter (in) lube sample 1 good 0.0091 good sample 2 good 0.0091 good all observations fall within specifications. A device history review could not be completed as no batch number was provided. Bd was not able to duplicate or confirm the customer¿s indicated failure. See h10.

Event description:
It was reported that the unspecified bd¿ pen needle only injected half of the medication before stopping. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported the 2nd generation pen needles are not as sharp during injections. Stated she has more painful injections with these needles. Stated she gets halfway through an injection and the medication stops. Consumer also reported a more difficult time getting the pen needles to penetrate her skin during injections."